Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found full degradation breach of the outer insulation at 4.4 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.